Event description:
I had allergan 410 implants for approx 2 years. I woke up one day and one of my breasts was double the size of the other one with tenderness. I went to the dr and he suggested replacing the implants. I had the implants replaced the following month. FDA safety report ID# (B)(4).